Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied on the appendix in a laparoscopic appendectomy, after firing the device the staple did not deploy on the tissue and the knife was unable to cut the tissue leaving it intact. They noted that there were some staples formed but not on the tissue. There was no patient injury.